Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022). Device not returned.

Event description:
It was reported that during the stent placement procedure, the stent allegedly had expansion issue and deployment issue. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. X-ray images provided demonstrating an hour-glass like deformation of the stent inside the vessel in the area of the stent brake confirmed that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. The provided images did not indicate difficult deployment and deployment failure so that a deployment issue could not be confirmed. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 12/2022), g3 h11: h6(device, method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during the stent placement procedure, the stent allegedly had expansion issue and deployment issue. There was no reported patient injury.